Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia). The lead was found via x-ray to have a dislodgment. There was oversensing on the rv lead. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.